Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer reset pump and reloaded the cartridge. Pump was responsive and insulin delivery was resumed. Customer's blood glucose was 258 mg/dl.